Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was displaying service code 204. The cause is a disruption in communication between the monitor and belt. The cause of disruption in communication is damaged connections for the smd crystal oscillator component 402, which is necessary for communication between the monitor and belt. In addition the monitor's case was cracked. The root cause for the damaged crystal oscillator connections cannot be positively identified, but may have been a result of physical abuse, as the monitor case was damaged. No adverse event resulted from the defective y402 oscillator connections. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement monitor.